Event description:
Subsequent to the implant of a protegen sling for treatment of urinary incontinence, the patient experienced pelvic pain, urinary tract and bladder infections, vaginal discharge and dehiscence. During surgery to remove the sling, the patient reported the sling was found to be eroded, infected and embedded in the bladder. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications and co was unable to determine the specific relationship of the device to the event.